Event description:
It was reported that the , the cardiosave intra-aon/artic balloon pump (iabp) displayed low helium alarm . There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, d8, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. It was reported that the cardiosave intra-aortic balloon pump (iabp) had low helium alarm. There was no patient involvement. A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing external helium tank. The internal helium tanks was replenished which resolved the low helium alarm. Fse found that drive manifold test failure during testing and fse resolved the issue by replacing the drive manifold assembly (0104-00-0031). Fse also found fault code # 118 (¿sol wdt fail¿ critical error detected in the hardware watch dog circuit on the solenoid driver board) recorded multiple times in the logs. Fse resolved the issue by replacing the solenoid control pcba (0670-00-1161). Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.the failure analysis and testing dept. Received the following parts associated with this complaint: pn: 0670-00-1161 rev. A, sn: (B)(6) pn: 0104-00-0031 rev. G, sn: (B)(6) these parts were received with a reported failure of the drive manifold test and a fault code #118 with the solenoid control board.the fat performed a visual inspection and found the part to be in good conditionthe fat installed in pn: 0670-00-1161 cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No issues found during testing.the fat installed pn: 0104-00-0031 in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. All tests passed.fat did not verify the reported failures. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq.the fat dept received part number: 0670-00-1161 serial number: (B)(6) from the supplier. The supplier evaluation states the following:1. Perform visual check result: no abnormalities found 2. Board was re-tested at fct result: failed step s0511 4.6.6 k7 timeout 3. Perform troubleshooting result: found component u6 defective u6 defective. Probable root cause will be a manufacturing supplier design issue. The fat dept will retain this part as per procedure 0002-07-d008 rev. Aq.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (b4, d1, d2, d3, d4, g3, g4, g6, h2, h5, h10, h11)

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d9 (return to manufacture date).

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, (g1(contact office, contact person: mfg site), g3, g6, h2, h6 (investigation findings, investigation conclusions), h11. The root cause for drive manifold assembly was not confirmed. The root cause for solenoid control pcba was impossible to define.

Event description:
N/a.